Manufacturer narrative:
Analysis of the returned device indicated that visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The outer assembly teeth were deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the fourth proximal valley while moving in a cw direction. There was no evidence of, concentricity issues, misuse, or mishandling. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No evaluation performed as the device has not been returned at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the tip of the blade broke when it was first inserted into the handpiece. It was noted that the event occurred during set up and there was no patient contact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.